Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the atrial lead had dislodged due to unspecified measurements. The atrial lead was repositioned on (B)(6) 2023. Patient condition was stable throughout.